Event description:
The customer reported both monitors were going dead during image download and image fluoro cases. No pt injury was reported.

Manufacturer narrative:
The ge service rep could not duplicate the problem. However, he found the transformer tapped for 110v to 115.9v and the wall voltage in the or was 121v. He retapped the transformer for the correct voltage. Checked 5v, 3v, and 12v power supply and all voltages were within spec. Unit is functioning as intended.